Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Three lead fragments were received for analysis and subjected to an extensive analysis. During the visual inspection multiple signs of wear were observed along the lead fragments. About 24.5 cm distal to the is-1 connector pin the insulation was found damaged. In this area the lead body was found squeezed and deformed. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. Additionally the insulation of the yoke was found damaged which most likely occurred due to an interaction with the ICD housing. Further damages such as the deformation of the distal shock coil and the inner coil could be attributed to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead was removed because the patient received 6 inappropriate therapies (8 therapies were delivered) because of a lead breakage. The lead was not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.